Event description:
Hospital reported that 100 ml of heparin freeflowed to a patient. The device did provide a visual internal error alarm, however there was not an audible alarm, because the audio speaker was not working. There was no patient consequence.